Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was unable to be determined with the provided information. The device was not available for evaluation. Therefore, no device analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected. The hp stated that they also saw air bubbles in the patient line. During troubleshooting, it was found that the patient line was not properly primed before the hp connected. The technical service representative (tsr) reviewed proper procedures with the hp, had them clear the alarm, and advised them to restart therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.